Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13941. It was reported that, due to shocking, the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and the patient lost therapy. As a result, surgical intervention occurred to explant and replace the ipg. Intra-operative testing revealed high impedance on multiple contacts of the lead. As a result, the lead was explanted and replaced during the same surgery. Post-operatively, therapy was restored.